Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, infection, dysmenorrhoea, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 621804,623459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "device monitoring error". The patient's medical history included uterine bleeding, morbid obesity, essential hypertension, hot flashes, night sweats, heart disease, unspecified, stroke, lymphedema, hematuria, appendicitis, obstructive sleep apnea syndrome, anemia, asthma and diabetes. Previously administered products included for an unreported indication: yasmin from (B)(6) 2007 to (B)(6) 2007. Concomitant products included alprazolam, ferrous sulfate since (B)(6) 2007, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid), salbutamol sulfate (albuterol) since (B)(6) 2007 and topiramate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy and vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, dysmenorrhoea, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72 kg/sqm. Imaging procedure - on (B)(6) 2007: not provided. Pathology test - on (B)(6) 2017: inflammatory disease of cervix ulen; unspecified ovarian cyst, left side; unspecified ovarian cyst, right side; generalized anxiety disorder admission diagnoses: dysmenorrhea, abnormal uterine bleeding, pelvic pain. Lot number: 621804 manufacturing date: 2006/11 expiration date: 2008/10. Lot number: 623459 manufacturing date: 2007/02 expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), menstrual disorder ("menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed. At the time of the report, the pelvic pain, infection, dysmenorrhoea, menstrual disorder, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menstrual disorder and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 621804 & 623459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "device monitoring error". The patient's medical history included uterine bleeding, morbid obesity, essential hypertension, hot flashes, night sweats, heart disease, unspecified, stroke, lymphedema, hematuria, appendicitis, obstructive sleep apnea syndrome, anemia, asthma and diabetes. Previously administered products included for an unreported indication: yasmin from (B)(6) 2007 to (B)(6) 2007. Concomitant products included alprazolam, ferrous sulfate since april 2007, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid), salbutamol sulfate (albuterol) since (B)(6) 2007 and topiramate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the infection, dysmenorrhoea, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72 kg/sqm. Pathology test - on (B)(6) 2017: inflammatory disease of cervix ulen; unspecified ovarian cyst, left side; unspecified ovarian cyst, right side; generalized anxiety disorder admission diagnoses: dysmenorrhea, abnormal uterine bleeding, pelvic pain. Lot number: 621804 manufacturing date: 2006/11 expiration date: 2008/10. Lot number: 623459 manufacturing date: 2007/02 expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "device monitoring error". The patient's medical history included uterine bleeding, morbid obesity, essential hypertension, hot flashes, night sweats, heart disease, unspecified, stroke, lymphedema, hematuria, appendicitis, obstructive sleep apnea syndrome, anemia and asthma. Concomitant products included alprazolam, ferrous sulfate, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid), salbutamol sulfate (albuterol) and topiramate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the infection, dysmenorrhoea, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72 kg/sqm. Pathology test - on (B)(6) 2017: inflammatory disease of cervix ulen; unspecified ovarian cyst, left side; unspecified ovarian cyst, right side; generalized anxiety disorder admission diagnoses: dysmenorrhea, abnormal uterine bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2019: pfs received events " abnormal bleeding (vaginal, menorrhagia), she did not undergo essure confirmation test, device monitoring error" were added. Outcome of event "pain" was updated as recovering. Concomitant drug and medical history were added. Reporter , patient and product information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 621804 & 623459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "device monitoring error". The patient's medical history included uterine bleeding, morbid obesity, essential hypertension, hot flashes, night sweats, heart disease, unspecified, stroke, lymphedema, hematuria, appendicitis, obstructive sleep apnea syndrome, anemia, asthma and diabetes. Previously administered products included for an unreported indication: yasmin from (B)(6)2007 to (B)(6)2007. Concomitant products included alprazolam, ferrous sulfate since (B)(6)2007, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid), salbutamol sulfate (albuterol) since (B)(6)2007 and topiramate. On (B)(6)2007, the patient had essure inserted. On (B)(6)2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6)2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain was resolving and the infection, dysmenorrhoea, menstrual disorder, depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72 kg/sqm. Pathology test - on (B)(6)2017: inflammatory disease of cervix ulen; unspecified ovarian cyst, left side; unspecified ovarian cyst, right side; generalized anxiety disorder admission diagnoses: dysmenorrhea, abnormal uterine bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 30-oct-2019: plaintiff fact sheet received. Lot number added. Medical history, historical drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 621804,623459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "device monitoring error". The patient's medical history included uterine bleeding, morbid obesity, essential hypertension, hot flashes, night sweats, heart disease, unspecified, stroke, lymphedema, hematuria, appendicitis, obstructive sleep apnea syndrome, anemia, asthma, diabetes, abdominal pain, perineal pain, pelvic pain female, nabothian cyst and chronic cervicitis. Previously administered products included for an unreported indication: yasmin from (B)(6) 2007 to (B)(6) 2007. Concomitant products included alprazolam, ferrous sulfate since (B)(6) 2007, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid), salbutamol sulfate (albuterol) since (B)(6) 2007 and topiramate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy and vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, dysmenorrhoea, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the coils on the right were further out, 8-10. The left tubal ostia is not seen on repeat hysteroscopy but the coil was noted to be embedded and only 1-2 coils showing when initially placed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 73.3 kg/sqm. Imaging procedure - on (B)(6) 2007: not provided. Pathology test - on (B)(6) 2017: inflammatory disease of cervix ulen; unspecified ovarian cyst, left side; unspecified ovarian cyst, right side; generalized anxiety disorder admission diagnoses: dysmenorrhea, abnormal uterine bleeding, pelvic pain. Lot number: 621804 manufacturing date: 2006/11 expiration date: 2008/10. Lot number: 623459 manufacturing date: 2007/02 expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received: medical history, reporter information were added. Rcc was updated. Marked significant due to imdrf-FDA synchronization code. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pelvic pain') in a 26-year-old female patient who had essure (batch no. 621804 & 623459) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and medical device monitoring error "device monitoring error". The patient's medical history included uterine bleeding, morbid obesity, essential hypertension, hot flashes, night sweats, heart disease, unspecified, stroke, lymphedema, hematuria, appendicitis, obstructive sleep apnea syndrome, anemia, asthma and diabetes. Previously administered products included for an unreported indication: yasmin from (B)(6) 2007 to (B)(6) 2007. Concomitant products included alprazolam, ferrous sulfate since (B)(6) 2007, hydrochlorothiazide;lisinopril (lisinopril hydrochlorthiazid), salbutamol sulfate (albuterol) since (B)(6) 2007 and topiramate. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingo-oophorectomy and laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, infection, dysmenorrhoea, menstrual disorder, depression and anxiety outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder had resolved. The reporter considered anxiety, bladder disorder, depression, device dislocation, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 72 kg/sqm. Imaging procedure - on 02-oct-2007: not provided. Pathology test - on 06-apr-2017: inflammatory disease of cervix ulen; unspecified ovarian cyst, left side; unspecified ovarian cyst, right side; generalized anxiety disorder admission diagnoses: dysmenorrhea, abnormal uterine bleeding, pelvic pain. Lot number: 621804 manufacturing date: 2006/11 expiration date: 2008/10. Lot number: 623459 manufacturing date: 2007/02 expiration date: 2009/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events - new events migration, bladder problem, urinary problem were added. Event outcome of pain, bleeding, bladder/urinary problem were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.